Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. Prior to the procedure, the pt presented with exertional angina, positive stress test and a recent increase in angina. The lesion was located in the ostial 1st obtuse marginal (om). The vessel was 2.67mm in diameter, severely calcified and 90% stenosed. Through a 6 french xb3.5 guide catheter, a bmw guide wire was positioned in the distal om. The lesion was pre-dilated with a cross-sail 2.50x10.0mm balloon at 8 atms. The physician advanced a taxus liberte 2.50x12.0mm drug eluting stent (des) and successfully deployed the stent at 14 atms. The balloon deflated properly. Upon withdrawal of the stent delivery system (sds), the physician experienced difficulty withdrawing the sds. After several attempts to withdraw the sds with manual force, the physician removed the device without any pt complications. The site was post-dilated with a quantum 2.50x8.00mm balloon at 14 atms. The pt was administered plavix prior to the procedure, heparin during the procedure; plavix and asa for follow-up. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.